Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device will be explanted and returned for analysis.boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Additional information noted that this device was explanted. No additional adverse patient effects were reported. Information regarding the return is not available at this time. Should additional information regarding the device return or analysis be received this investigation will be updated.